Event description:
Information was received based on review of a journal article referencing fracture of a gentle threads interference screw approximately four months after implantation. It was reported that patient underwent an acl reconstruction procedure utilizing interference screws on an unknown date. Approximately four months later, an MRI image revealed that a screw had fractured. An arthroscopic procedure was performed to remove the fractured portion of the screw. No further information has been provided to date.

Manufacturer narrative:
The information being reported was found in the journal article titled "early fracture of bioabsorbable interference screw after acl reconstruction with subsequent chondral injury". Orthopedics march 2009 - volume 32 - issue 3. Current information is insufficient to permit conclusions as to the cause of the events. There are warnings in the package insert that state that this type of event can occur: "bending, fracture, loosening, rubbing, and migration of the implant may occur as a result of excessive activity, trauma, or load bearing." Event details and product identification was not provided for the revision mentioned in the journal article. The following sections could not be completed with the limited information provided. (B)(6).